Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Refer to MDR report numbers 2015691 - 2022 - 04958 and 2015691 - 2022 - 04948 for additional events in this article. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of medical article transcatheter tricuspid valve-in-valve implantation for degenerative surgical bio-prosthesis using sapien 3: a case series. A patient with a valve model 7000tfx25 implanted in the tricuspid position underwent a valve-in-valve procedure after an implant duration of 4 years and 10 months due to degeneration leading to severe tricuspid stenosis. Indication for initial replacement was severe tricuspid stenosis. Pre-procedure tte showed lvef 71.6%, rv tapse 1.67 cm and tricuspid stenosis with mean gradient of 18mmhg and congestive heart valve failure symptoms (nyha ii). A 26mm sapien3 valve was implanted within the existing edwards surgical device. The patient was discharged on pod # 2.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to h6. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction.